Manufacturer narrative:
Information was received on (B)(6) 2020 indicating that there was no patient involvement in this event. No adverse effects were reported.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump keeps alarming cassette not attached. There were no reported adverse events.